Event description:
As reported by cypress (B)(4), a patient experienced angina resulting in a peri-procedural mi non q wave on the same day of the index procedure. The indication for the index procedure was unstable angina pectoris. Angiography revealed 80% stenosis of the proximal left artery descending (lad). The targeted lesion was described as 10mm in length, class c, distal and de novo. The reference vessel was 3.5 in diameter, anatomically complex and bifurcation with side branches more or equal to 2.5mm. The lesion was pre-dilated with a 3.0 x 15mm balloon at 15atm and a 3.5 x 13mm cypher rx stent was implanted at 13atm by direct stenting. The residual stenosis was 0%. The mid lad had 70% stenosis and described as 10mm in length, class c and de novo. The reference vessel was 3.0mm in diameter. The lesion was predilated with a 3.0 x 15mm balloon and a initial 3.0 x 13mm over the wire cypher was implanted at 11atm by direct stenting. The residual stenosis was 0%. The patient experienced angina in the cath holding area after the sheaths were pulled. The event was considered a peri-procedural mi non q wave based on the elevated cardiac enzymes. The recurrent ischemic symptoms lasted 10 minutes or more and it was reported that no treatment was given. The event was noted as resolved and per the investigator, it was not related to the study stents. No other complications were reported and the patient was discharged the next day.

Manufacturer narrative:
Concomitant medications: aspirin 325mgs qd and lipitor 10mg qd. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00105 and 3003742446-2012-00106.

Manufacturer narrative:
Complaint conclusion: as reported by (B)(4) study, a patient experienced angina resulting in a peri-procedural mi on the same day of the index procedure. This is a (B)(6) male with medical history including angina, history of previous pci, hypertension, myocardial infarction ((B)(6) 2003), renal insufficiency, lower back pain, mitral regurgitation, neuropathy and cardiomyopathy. The indication for the index procedure was unstable angina pectoris. Angiography revealed 80% stenosis of the proximal left artery descending (lad). The targeted lesion was described as 10mm in length, class c, distal and de novo. The reference vessel was 3.5 in diameter, anatomically complex and bifurcation with side braches more or equal to 2.5mm. The lesion was pre-dilated with a 3.0 x 15mm balloon at 15atm and a 3.5 x 13mm cypher rx stent was implanted at 13atm by direct stenting. The residual stenosis was 0%. The mid lad had 70% stenosis and described as 10mm in length, class c and de novo. The reference vessel was 3.0mm in diameter. The lesion was predilated with a 3.0 x 15mm balloon and an initial 3.0 x 13mm over the wire cypher was implanted at 11atm by direct stenting. The residual stenosis was 0%. The patient experienced angina in the cath holding area after the sheaths were pulled. The peri-procedure mi/ischemic event was non q wave with recurrent symptoms lasting 10 minutes or more. Pre procedure:ck 71170 iu/l), ck-mb 0.73 (2.37 ng/ml) and troponin I 0.01 (0.12 ng/ml). Post procedure 6-12 hours: ck: 74, ck-mb 2.93 and troponin I 0.29. Post procedure 16-24 hours: ck 192, ck-mb 12.70 and troponin I 4.08. It was noted that no further treatment was given for this episode. No other complications were reported and the patient was discharged the next day on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.